Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, during a tka surgery the insert cracked off during trial extraction, was located and removed. Reportedly the patient was not harmed, and the surgery was ¿completed with the same device¿, with no surgical delay. No additional requested information was provided. Based on the information provided, the clinical root cause of the reported ¿insert cracked off during trial extraction¿ cannot be definitively concluded. The patient impact beyond the reported events cannot be determined, as the piece was removed, and no patient harm was alleged. No further patient impact is anticipated, and no further clinical medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tka surgery, a gii pst stb art trl 1 2 9mm of insert cracked off during trial extraction. Piece was located and removed. It is unknown if there was a s&n backup device available. Surgery was not delayed. Patient was not harmed.